Event description:
The surgeon attempted to implant a toric sillicone lens model aa4203tf and the haptic tore while advancing. The lens was not implanted and there was not patient injury. The model and lot numbers of the injector and cartridge are unknown.